Event description:
It was reported 3 or 4 legs of g2 filter are perforating the cava and a collateral vein. In addition, another leg appears to be penetrating the aorta. No extravasation was noted. The pt is currently asymptomatic. A lysis was performed on the pt's leg, prior to the perforation/penetration being discovered. No pt injury was reported. The filter has not been removed.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unk. The sample was not returned for eval, as it remains implanted. The results of the investigation are inconclusive and the root cause is unk. The info for use for this device states: complications may occur at any time during or after the procedure. Possible complications include, but are not limited to the following: perforation or other acute or chronic damage of the ivc wall.